Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programed with the correct time/date and was monitored for three days with a 2.0 unit basal rate and several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. However, the pump gave an error "the device returned invalid entries; all data read will be discarded" during upload to the care link pro software. The fault was isolated to the mother board. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced history anomaly. It was reported that bolus, carbs and blood glucose values were missing. It was reported that data was missing from insulin pump but showed on the meter. Customer's blood glucose levels were unknown. Insulin pump would be replaced.